Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.2 device was not on bus, multiple failed pockets and drawer 5 had failed to stay closed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A field service engineer reseated the cables to the drawer board and found that the screws on the latch catch were loose. The screws were tightened. An escort then recovered the drawer and completed the inventory process. The system functioned as intended after the field service engineer repaired the device.